Manufacturer narrative:
Batch review performed on 2 may 2024: lot 2314696: (B)(4) items manufactured and released on 02-aug-2023. Expiration date: 2028-jul-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. About 1 month after the primary surgery, the surgeon revised the insert (from 11 to 13 mm). The surgery was completed successfully.